Event description:
Reporting failures of a box of catheters used for a client in the nursing home. The gentleman's catheters failed several times before a nurse filled a balloon and observed the balloon deflate after a few hours at the nurse's station. There are no samples to return as they used 9 before testing the final catheter which has been discarded.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. No sample was returned for investigation; therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production. Samples were inflated with 30ml of distilled water and soak in water at 37°c for 14 days. Samples were removed from soaking after 14 days and check for any leakage. No issue was observed. Balloons inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. In the absence of any actual or representative sample returned for investigation, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reporting failures of a box of catheters used for a client in the nursing home. The gentleman's catheters failed several times before a nurse filled a balloon and observed the balloon deflate after a few hours at the nurse's station. There are no samples to return as they used 9 before testing the final catheter which has been discarded.